Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. It was noted that the patient also has a non-boston scientific azygos lead implanted. This rv lead and the non-boston scientific lead are connected to the device header through the use of a non-boston scientific adapter. The out of range measurements were suspected to be related to the non-boston scientific adapter or lead, however, this was not confirmed. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This lead remains in service. If information is provided in the future, a supplemental report will be issued.